Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the device powered on but a blank screen occurred. The manufacturer's service technician recommended replacing the device's liquid-crystal display (lcd) to resolve the issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is required.